Event description:
Facility maintenance alleged that the siderail will not latch up into position. No injuries were alleged.

Manufacturer narrative:
Tech found the screw and nut were missing from the release handle of the siderail. Replaced screw and nut to resolve this issue.